Event description:
Reference number (B)(4). Event occurred in canada it was reported that patient faced infusion set cannula kinked event on 28-nov-2024. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for 6 hours. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.